Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced wrong time on simplera application. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8401.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera 1.3.3 installed on samsung galaxy a13, android 14 was conducted and confirmed the issue is not reproducible. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in d00422657, version f after conducting a thorough investigation of the logs we found that the issue might have occurred because of the conflict of the device's date and time with the actual location's date and time this issue is unknown to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively option 1 : ask the user to open the app, go to the phone system settings â¿¿ general â¿¿ date & time, turn off âset automaticallyâ? For time zone, select a timezone that is a couple hour ahead of time of the userâ¿s current time zone (if the user is in italy which is +1 time zone they can try selecting kyiv or some other city like tbilisi). After that they should open the simplera app, see that the time change event has appeared on the graph and wait for a couple of measurements to show up. After that they should go back the the system settings and enable âset automaticallyâ? For the time zone. That should set the correct time zone for the user inside the app. Once the user returns to the simplera app there should be another time change event on the graph and after that they graph and device time should match. Option 2: create a new user (but the user will loose their history) option 3: provide us their username and password and we will fix the data ourselves. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.